Event description:
It was reported the screen was broken. Calibration did not fix. The cursor moved on its own. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the stylus select cursor jumps around and did not follow the stylus. The connection from the overlay to the printed circuit board was not locked in place. It was also noted that the power cord bay latch was broken off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku